Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 097003 with the following internal whole blood control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 097003 were reviewed. This lot met the required release specifications. A review of the complaints "reported" false positive or unconfirmed false positive related to lot number 097003 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a (B)(6) result with the alere determine hiv 1/2 ag/ab combo on a fingerstick sample. A follow up (B)(6) test (not otherwise specified) indicated that the patient was (B)(6) for (B)(6). The customer indicated that the patient experienced negative psychological effects due to the (B)(6) results including thoughts of self-harm and sleeplessness for 7 nights.